Event description:
It was reported that during an unk procedure, clips would not advance. The device was released only 2 or 3 clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the instrument was returned in good physical condition. The instrument was cycled, fed, ejected 1 clip, malformed 5 clips and formed 6 clips as intended. The device was disassembled to verify the condition of the internal components; the pawl assembly was not correct and the hoop spring not properly assembled and damaged. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.